Event description:
It was reported that the device was unable to be interrogated and that the device longevity was shorter than expected. It was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) preliminary testing revealed no pacing output and no telemetry. The no output and no telemetry were the result of lifted hybrid bond wires.